Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that the cardiac compass has missing data. Both the ra lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.